Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was no longer able to feel stimulation with groups a and e. The patient reported there were no incidents that may have led to the issue. The rep ran an impedance test and contacts 1-4 and 6-7 were >10,000; both groups a and e were using these electrodes. The rep was able to reprogram similar programs using the working electrodes. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.